Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and failed due to usb connector was contaminated. Additional testings were unable to performed due to contaminated usb connector that would not allow receiver to be charged and boot .no data was available for review. The allegation was undetermined. The probable cause cannot be determined. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.